Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary cabinet drawer 6 was not opening or recognizing cubies. A field service engineer found that drawer 6 in the main cabinet had failed. After logging into hardware test application (hta), pockets were removed to inspect for debris. A significant amount of hair, paper foils, and other debris was found. Row b showed issues with pockets 4 and 5, and the side panel screws were stripped, preventing tray replacement. A spill in the first two rows may have contributed to the malfunction. Fse logged into the station via remote smart service (rss) and accessed the server to review the failure log. Additional debris and loose cables were discovered inside the drawer. A replacement drawer was not required at this time. However, fse noted that the panel screw will need to be drilled out on the next visit, as it currently spins freely. The station is functioning normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 6 was not opening. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 6 was not opening. There were no delay or adverse events or injuries reported based on this event.